Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site and was treated with oral and topical antibiotics (specific date and duration not reported). It was confirmed that the device was explanted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on june 27, 2024.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site. Subsequently, the device was explanted on (B)(6) 2023 (specific date not reported).